Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter cannula broke and separated from the hub, remaining inside the patient's arm when retracted. No further information was provided. The following information was provided by the initial reporter: "nurse attempted to place a peripheral intravenous catheter for the patient with a bd insyte autoguard bc shielded IV catheter in the patients arm. She was unsuccessful. On retracting the needle from the patients arm she notice that the plastic canula that is connected to the pink portion of the device was completely broken off inside the patient's arm. Unable to retrieve the cannula."

Manufacturer narrative:
The following is additional info that has been added: d.9. Device available for eval? Yes. D.9 returned to manufacturer on: 26-aug-2022. H6: investigation summary our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one photograph which displayed similarities to that of the returned unit. One used 20g insyte autoguard bc catheter assembly with no product documentation to indicate the reference or lot number was returned for investigation. A gross visual inspection of the returned unit found that the catheter tubing had been sheared off at an angle near the nose of the catheter adapter. Further microscopic inspection found that the surface of the tubing cross section was very glossy and smooth with little to no bulging areas or material deformation. This suggests that the unit was cut with a sharp instrument. It is unlikely that this type of damage occurred during manufacturing as the catheter would have been received by the end user with a portion of the catheter missing. Since venipuncture was attempted, it is likely that the damage originated in the clinician environment from using a sharp object near the insertion site/catheter. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter cannula broke and separated from the hub, remaining inside the patient's arm when retracted. No further information was provided. The following information was provided by the initial reporter: "nurse attempted to place a peripheral intravenous catheter for the patient with a bd insyte autoguard bc shielded IV catheter in the patients arm. She was unsuccessful. On retracting the needle from the patients arm she notice that the plastic canula that is connected to the pink portion of the device was completely broken off inside the patient's arm. Unable to retrieve the cannula."